Event description:
It was reported that the dependent patient's left ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. No additional information was available.

Manufacturer narrative:
A partial lead was returned for analysis in two pieces. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.